Event description:
Procedure and gender: unknown. Reportedly, the flange that is part of the reducer came off and fell into the patient. The surgeon was using the 10mm reducer at the time. No patient injury was reported. The piece was retrieved.